Manufacturer narrative:
The manufacturer previously reported information alleging the patient's device has a black filter and particles are coming from the top of the mask. The patient used vinegar and water to clean the unit. The patient reports seeing the black filter when changing the filter on (B)(6) 2023. Patient was advised by physician to obtain a replacement device. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient's device has a black filter and particles are coming from the top of the mask. The patient used vinegar and water to clean the unit. The patient reports seeing the black filter when changing the filter on (B)(6), 2023. Patient was advised by physician to obtain a replacement device. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the patient's device has a black filter and particles are coming from the top of the mask. The patient used vinegar and water to clean the unit. The patient reports seeing the black filter when changing the filter on 07/05/2023. Patient was advised by physician to obtain a replacement device. There was no harm or injury reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was 0 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report.